Manufacturer narrative:
Product event summary: at analysis the customer comment of a generated error was confirmed and it was determined that the main printed circuit board was out of specification in an electrical manner. It was additionally noted that the upper case was scratched, the output connector assembly was broken and that the display was out of specification in an electrical manner. The electrical and mechanical parts were inspected, all found defective parts were replaced and all other identified issues were resolved, the device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator generated an error. The generator was returned to service. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit. No error displayed. The main board was run on the automated test console. All tests passed. The log was reviewed. The reported errors were verified in the log. Conclusion: confirmed the reported event of an error displayed. The error was verified in the logs but could not be reproduced on the bench. If information is provided in the future, a supplemental report will be issued.